Event description:
It was reported that the right ventricular lead exhibited out of range impedance. It was noted that the lead impedance trended near the lower limit but crossed 200ohms and caused a polarity switch to unipolar, during which the patient experienced pocket stimulation. Further information was requested however, was not provided.